Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and no external defect was found. "Call tech support" error message was observed on screen of the receiver. This complaint was deemed reportable upon completion of device evaluation on 09/04/2014. The root cause was determined to be a defective component in the receiver's printed circuit board.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 receiver displayed "call tech support" error message. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.